Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated the needle of the lancet was outside of the cap and did not retract into the housing of the lancing device. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer returned accu-chek softclix lancing device for investigation. No lancets were returned. The reported failure of the lancet protruding lancets could be confirmed and reproduced with retention lancets. The lancet device was viewed under a microscope and a break in the housing was observed. The device was disassembled and it was found that the main spring lost its original position due to the damaged housing. Due to the housing damage the device was unable to function correctly. Usage marks verify the lancing device was being used prior to the housing was damaged. The production process has been reviewed and no abnormalities were observed that could cause the issue. Therefore, the damage to the housing was caused by external force by the customer.